Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6) university.

Event description:
It was reported by a getinge field service engineer (fse) that during a periodic technical inspection, the cs300 intra-aortic balloon pump (iabp) screen was flickering. No patient involvement was reported. The fse cleaned the video receiver board connectors and the issue was resolved. The device passed all functional and electrical safety tests per manufacturer specifications.